Event description:
Since cordis cypher coronary stent was implanted, reporter has had numerous allergic reactions resulting in hives and rashes. Their cardiologist insists this is not related to the stent. Reporter is also allergic to aspirin. This is noted in the medical records.